Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis showed the battery appears to be depleting normally and the power consumption is stable and within expectation based on programming. Technical services (ts) explained that in this case, the power consumption is elevated due to the sensing of persistent high atrial rates of 236 beats per minute. Additionally, further investigation found that during the time the patient was experiencing high atrial rates, this device recorded a signal artifact monitoring (sam) episode. This resulted in the mv feature being automatically disabled. The device remains in service and no adverse patient effects were reported. Additional information received indicates this device was prophylactically explanted. At this time, there is no evidence to suggest that this device was explanted due to the initial reported allegations. No adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. Additionally, investigation of the available information determined this device exhibited incorrect categorization of atrial arrhythmia(s) as mv noise. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Chronic high atrial sensing rates, such as for patients with chronic atrial fibrillation, can reduce longevity in devices that are programmed with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing can result in the longevity being lower than expected, as observed with this device.